Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe experienced hub separation from the device. The following information was provided by the initial reporter: when the shield was removed, the needle with the shied was separated from the barrel.

Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe experiecned hub separation from the device. The following information was provided by the initial reporter: when the shield was removed, the needle with the shied was separated from the barrel.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Photos of a 0.5ml bd insulin syringe were provided. The customer reported that the needle with the shield was separated from the barrel. The photos were examined, and it was observed that the needle hub/shield assembly was detached from the barrel. No damage to the barrel tip was observed. Due to the batch being unknown, no DHR review can be completed. Embecta was able to duplicate or confirm the customer¿s indicated failure based on the photos received. A definitive root cause cannot be determined. CAPA pr1630423 has been opened to address this issue.